Manufacturer narrative:
D2b: medical device type check: fpa, jka. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k220212. H.6. Investigation summary: material #: 367338. Lot/batch #: 3080538. Bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked female luer adapter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked female luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked female luer adapter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
Report 4 of 4: it was reported that while using bd vacutainer® push button blood collection set, cracks were found at the hub of the device. No patient impact reported. The following information was provided by the initial reporter: "complaint from north district hospital. The customer complained that cracks were found at the hub of the blood collection sets. (Date of event: 12, 13, 16 & 17 oct 2023)".